Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector. Analysis was unable to verify button keypad unresponsive due to blank display. The insulin pump received with scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she had a keypad anomaly. The customer reported that the insulin pump had a blank display. The customer's blood glucose was 473 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.